Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient arrived at (B)(6), ahead of their total knee replacement, but complained to dr of a sore hip. Patient was x-rayed, which showed the cup had come away from the acetabulum. Patient said they had lent forward and felt pain in their hip. Dr scheduled them for a revision acetabulum; instead of the tkr they were initially booked for. Dr contacted me and asked me to arrange revision cup items; he thought it was a depuy cup in situ. On (B)(6), just prior to starting the operation; dr said it was a tritanium cup. Which had been done as a revision shell in (B)(6) 2020. Dr said patient had rheumatoid arthritis and also a metabolic bone disease, that made the bone incredibly dense and was similar to osteogenesis petrosis. Dr said this was evident by the lack of bone growth on the shell, when it was explanted.